Event description:
Customer reported ventilator shut down with an alarm. Ventilator screen reportedly went plank. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow up will be issued when the investigation has been completed.